Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had an auxiliary control unit watchdog error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: during visual inspection it was found bottom case cracked by the l bracket pole clamp. Primary audible alarm post found in event history log several times and also acu watchdog as sympathy alarm. Unable to duplicate. Audio test of speaker at level 1 the reading is 8, at level 2 the reading is 17, at level 3 the reading is 34, at level 4 the reading is 67 and at level 5 the reading is 135. Acu watchdog error was unable to be replicated. There was no problem found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.